Event description:
It was reported that the patient underwent two-stage revision surgery due to a periprosthetic joint infection in unknown time frame post-op. Due diligence is in progress for this complaint; to date, no additional information has been received.

Manufacturer narrative:
(B)(4). Report sourece foreign- switzerland. Report source literature- journal article. Mid-term outcomes following transfemoral revision of total hip arthroplasty for vancouver b2/b3 periprosthetic fractures. 14 november 2021. Thomas schöfl, anna-katharina calek , vilijam zdravkovic , pia zurmühle , andreas ladurner (2021). Https://doi.org/10.1016/j.injury.2021.11.036. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.